Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used and empty easypump ii lt 270-54-s. The provided samples were taken to a visual inspection. Damages were not detected. As-received condition the clamp clip was closed at both samples. The patient connector was not closed, the original wing cap was not handed over from the customer. Further on we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) at both samples. Additionally the two pumps were filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pumps both pumps did work immediately (solution was running). Leakages were not detected. Further one the samples were subjected to a flow rate test: nominal: 5 ml/h. Actual: sample 1: 8 ml in 1 h; 18.9 ml in 2 hrs; 129.1 ml in 26 hrs. Sample 2: 7.7 ml in 1 h; 14.6 ml in 2 hrs; 127.4 ml in 26 hrs. A fast flow (as described by the customer) could not be determined at both samples. Device history records: reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. The provided samples are within our specifications, hence we judge this complaint to be not justified. All available information has been forwarded to the actual manufacturer. If additional or pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): fast flow.